Manufacturer narrative:
The customer called the company the company representative to assist with troubleshooting. The customer was able to troubleshoot and resolved the problem reported. The facility did not request service. There was no sample returned for evaluation adn no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause cannot be determined conclusively. (B)(4). This report was mailed to FDA on 06/17/2014. (B)(4).

Event description:
A purchasing representative reported the system was switching from coag to visco modes on its own before surgery. There was no patient involvement.